Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The husband reported via phone call that the customer passed away on (B)(6) 2015 at home. The official cause of death was unknown at the time of the call. The customer's blood glucose was unknown at the time of death. The caller reported the customer did not have any illnesses other than diabetes before their death. It was reported the customer had a stroke 10 years prior. It was reported the customer had a tube inserted into their stomach due to stroke and was unable to properly swallow their food as a result. It was also unknown if the customer used sensors or if they wore one at the time of death. The caller was also unable to verify if the customer was wearing the insulin pump at the time of death. The insulin pump will not be returned for analysis at the time of the call. The reservoir will not be returned for analysis.